Manufacturer narrative:
(B)(4) correction: aware date for previously submitted regulatory report number, 2938836-2018-10868, should have been (B)(4)2018 and not (B)(4)2018.

Event description:
New information received on october 2nd, 2018 states that device had failure to capture issue when patient was presented to the hospital for a device check. Patient was also having a lower heart rate due to the failure of capture but was otherwise asymptomatic. A new device was not implanted due to risk of infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon device interrogation, loss of capture issue was observed on the rv lead. Upon chest x-ray review, ra and rv lead dislodgement and device migration to the arm pit was confirmed. The ra lead was previously dislodged however was not revised due to the patient having chronic atrial fibrillation. Both leads were capped on (B)(6) 2018 and a new rv lead was implanted however no new ra lead was implanted due to risk of infection. Device therapy was turned off and a new single chamber device was implanted. Patient was stable prior and post procedure and discharged.